Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received two inappropriate treatments. The device was started up at 17:31:23 on (B)(6) 2024. At 04:52:12 on (B)(6) 2024, an arrhythmia was detected. ECG shows af with rvr @ 160 bpm with nsvt/pvcs. At 04:52:48, the patient received the first inappropriate treatment. Nsvt contributed to the false detection. Rhythm at the time of treatment was nsvt. Post shock rhythm was nsvt. At 04:53:46, the patient received the second inappropriate treatment. Nsvt and af with rvr contributed to the false detection. Rhythm at the time of treatment was af with rvr @ 160 bpm with varying heart rate and nsvt. Post shock rhythm was af @ 110 bpm with pvcs. The device was shut down at 01:11:27 on (B)(6) 2024.